Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The customer returned an empty vial of test strips. No strips were available to investigate. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The result from the meter was 5.1 inr. The customer retested within minutes and the meter result was 3.7 inr. The customer has a therapeutic range of 2.0-3.0 inr.